Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a scratched display window and a missing end cap sticker.

Event description:
The customer reported that insulin squirted out during priming. The blood glucose reading was 417mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was protruded. The device was not exposed to a high magnetic field. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.